Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was used during a stenting procedure performed on (B)(6), 2009 (B)(6). According to the complainant, the physician could not release the stent during the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
Device evaluation a visual and microscopic examination found that only a stent was returned for analysis. The delivery system was not returned. Examination of the returned stent noted that some of the proximal stent wires were uncrossed and damaged. The condition of the returned incident device was not consistent with the complaint that the stent could not be released, but showed that the stent was damaged. The most probable root cause is "operational context". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)